Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The pump was unable to test for button error alarm due to blank display. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer treated with a piece of cake. The customer stated that she went swimming a little bit with the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.